Event description:
On (B)(6) 2013, the reporter contacted animas, alleging short battery life and a crack near the battery compartment. The reporter stated that the threads inside the battery compartment were intact and there was no evidence of moisture or damage to the battery cap. The reporter stated the battery cap was secure, intact, and less than 6 months old. Alarm history revealed multiple low battery warnings and replace battery alarms. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: the pump powered on to the verify screen normally. The black box history revealed dates from (B)(6) 2013. This complaint was logged on (B)(6) 2013. There was no black box data or related alarms observed to support the timeframe of the initial complaint. The alarm history revealed multiple low battery warnings and multiple replace battery alarms. The battery compartment was observed to be intact with no cracks and no evidence of moisture contamination in the battery compartment or underside of the battery cap. The battery cap was able to fully tighten appropriately. A power loss was not observed during testing. The current draws were observed to be within specifications. The pump was removed from the case and no evidence of moisture contamination inside pump was observed. Visual inspection of the battery terminal contacts revealed no evidence of intermittent contact. The product analysis lab was unable to duplicate low warnings or replace battery alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.